Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge intermittently displayed multiple, inaccurate fill estimates. Reportedly, the cartridges were filled with 250 units of insulin, and the insulin gauge increased from 60 units to 120 units. There was no reported impact to the customer¿s blood glucose level. Although requested, the customer declined to upload pump data logs or perform troubleshooting with tandem technical support.